Event description:
It was reported to covidien in 2009 that a customer had a problem with a hemodialysis catheter. The customer reports the pt had a 33cm groin catheter placement that completely fell out of the pt. Pt needed new catheter placed.

Manufacturer narrative:
Submit date: 03/05/2009. An investigation is currently underway. Upon completion, the results will be forwarded.